Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02763, 0001822565-2019-02764, 0001822565-2019-02765. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instruments returned as worn were noted to be fractured. No patient involvement was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual evaluation notes signs of repeated use, fracture on the lateral side of the post, and the anterior section of the post feature has fractured off. The device history records were reviewed and no discrepancies were found. This issue was previously investigation through corrective action investigation which determined the root cause was attributed to a design issue, which has since been addressed with a design update. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.